Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Manufacturer narrative:
It was confirmed that the event occurred prior to stone retrieval. It is also noted that a basket not opening or closing prior to stone retrieval is not a medwatch reportable condition.

Event description:
Please note: this report pertains to the third of four devices. Ref: 3005099803-2011-01793, 3005099803-2011-01795, and 3005099803-2011-01798. It was reported to boston scientific corporation that a gemini stone retrieval basket was opened for use in a ureteroscopy with lithotripsy procedure. According to the complainant, the device was tested prior to the procedure and found to open and close without problem. After the basket was put into the semi-rigid scope it failed to open and close correctly. The scrub nurse said that basket handle was not working correctly and basket did not open or close properly after going through scope. Four gemini baskets were reported to have the same problem during the same case. The procedure was completed with a different device. The patient is reported to be stable.

Event description:
Please note: this report pertains to the third of four devices. Ref: 3005099803-2011-01793, 3005099803-2011-01795, and 3005099803-2011-01798. It was reported to boston scientific corporation that a gemini stone retrieval basket was opened for use in a ureteroscopy with lithotripsy procedure. According to the complainant, the device was tested prior to the procedure and found to open and close without problem. After the basket was put into the semi-rigid scope it failed to open and close correctly. The scrub nurse said that basket handle was not working correctly and basket did not open or close properly after going through scope. Four gemini baskets were reported to have the same problem during the same case. The procedure was completed with a different device. The patient is reported to be stable.